Event description:
It was reported the insulin pump alarmed no delivery. Customer stated she did not recall when the alarms occurred. The second alarm no delivery during bolus about three weeks after the first. Customer stated the issues might have been bent cannula or scar tissue but she honestly did not even look to see. Customer stated she tends to a set change and then continues with life. Alarm was resolved with a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.